Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v511820, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient's stimulation had been working for "quite a few months". The patient went to (B)(6) in the summer and was unable to see the manufacturer representative before they left. It was noted that the manufacturer representative provided a name of a manufacturer representative in (B)(6), but the patient was having eye problems and could not drive while in (B)(6). It was reported that the patient was home now and was wanting to see their manufacturer representative. The patient was unable to increase or decrease the stimulation before they left. It was reported that then, while in (B)(6), the patient was able to increase and decrease, but stimulation was either not felt or it felt like an electrical shock. The patient did not have their programmer to try and adjust and just wanted to see their manufacturer representative. It was noted that the patient could not feel any stim currently. Additional information received reported that the impedances were fine and the device was reprogrammed and adjusted to where the patient was sensing it comfortably.